Event description:
The customer received a high out of range control reading of 164mg/dl on the contour next link meter. While checking the memory of the meter it was discovered the reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged new strips and meter were sent. The control solution was returned for evaluation.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.